Event description:
A dci dialysis clinic contacted gambro to have a phoenix machine inspected following a pt seizure. It is dci's corporate policy not to release pt information however, the nurse manager stated the approximately 2.5 hours into treatment, the pt experienced a seizure and then lost consciousness. The pt was admitted to the emergency room where he was treated for a critically low blood sugar. The pt improved and was sent home from the emergency room. The disposables were discarded and not available for inspection. The machine was inspected and found to be operating within manufacturer's specification. Ref MFR #9616023-2015-00002.